Manufacturer narrative:
In absence of a returned product, this report concludes case investigation.

Event description:
It was reported that during the attempted implant of this lead, sensing and performance issues were observed. The lead was unused and discarded; another lead was successfully implanted. No resulting adverse patient effects were reported.

Manufacturer narrative:
In absence of a returned product, this report concludes case investigation.

Event description:
It was reported that during the attempted implant of this lead, sensing and performance issues were observed. The lead was unused and discarded; another lead was successfully implanted. No resulting adverse patient effects were reported. Please not the model and serial number of this case has been corrected following verification from the field representative. Additionally, it was clarified this was not an attempted implant situation but rather sensing issues observed with this chronic lead. It still remains unchanged, that this out of service lead will not be returned, as it was surgically abandoned during the revision procedure when a new lead was implanted.